Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that pt developed a rash (small bumps with 2 open, weeping areas) under the ostomy pouch. The rash has persisted for approx 2 months and continued to spread to the left side, under the barrier tape border. The pt hs tried using stomahesive powder on area to no avail. No further info has been provided and pt outcome was not reported.